Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during drain 2 of 5 of treatment. A "draining slowly" message occurred after the fluid leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from unknown area, however the patient saw fluid on the heater tray (ht) and the bottom of the cycler. Technical support advised the patient to either reset up with new supplies or reach out to the pd registered nurse (pdrn) regarding an incomplete treatment. Upon follow up, the patient confirmed the reported fluid leak occurred during drain 2 of 5 and fluid was found on the ht and bottom of the cycler but could not tell where the leak originated. There was no fluid found in the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during drain 2 of 5 of treatment. A "draining slowly" message occurred after the fluid leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from unknown area, however the patient saw fluid on the heater tray (ht) and the bottom of the cycler. Technical support advised the patient to either reset up with new supplies or reach out to the pd registered nurse (pdrn) regarding an incomplete treatment. Upon follow up, the patient confirmed the reported fluid leak occurred during drain 2 of 5 and fluid was found on the ht and bottom of the cycler but could not tell where the leak originated. There was no fluid found in the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.